Event description:
It was reported that an unspecified lead malfunction had occurred. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.